Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter would not charge. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The reporter stated that the issue first occurred at 10pm on (B)(6) 2016. The reporter informed the csr that the patient manages their diabetes by self-adjusting their insulin dosage and they stated that the patient did not make any changes to their usual diabetes management regimen due to alleged product issue. The reporter stated that one hour later the patient began to feel "weak" which they associated with low blood glucose levels. In response to this the reporter gave the patient some sugar and they felt well again soon after. No medical treatment was required as a result of this alleged product issue. At the time of troubleshooting the csr noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient's products were requested for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.